Event description:
Chemical burn on skin; I use a dexcom g6 constant glucose monitor I recently been informed that the formula for the glue has been changed with FDA approval; however, many including myself have now experience chemical burns from the glue itself and have experienced blistering and bleeding on the skin around the body with this medical device the device is meant to stay on for 10 days but after three days the skin has blistered and bled so much that it starts to weep and the solidity of the blue is compromised and the patch starts to move and fall off. FDA safety report ID# (B)(4).